Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop on start up. The customer stated there was no patient associated with this event.

Manufacturer narrative:
Serial # is (B)(4). UDI # (B)(4).